Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump turned off during the night while the patient was sleeping. There was no previous warning. The patient woke up with a high blood glucose value. When the patient attempted to bolus, the insulin pump alarmed motor error; the alarm has occurred at least three times. The customer resolved the issue by changing the infusion set and reservoir. However, the insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, the pump alarmed during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. No unexpected off no power alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.